Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for over 2 weeks now (patient confirmed in (B)(6) 2022) they weren't able to get their implant to charge. The patient stated they have tried everything, it was not working to charge, the recharger kept beeping and that they were frustrated. The patient requested someone come to their house to assist them. Patient services explained the role of a manufacturer representative (rep) and advised the patient that patient services could troubleshoot over the phone prior to taking any further steps. The patient stated they did not have the equipment to charge at the moment but that they would call back for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called and repeated the same information as previously reported. The patient said that they saw their healthcare provider (hcp) on tuesday and the hcp checked the device and turned therapy on. However, the external devices weren't charged up. The patient charged up the external devices and is now at MRI facility to have an MRI. During the call the patient requested assistance with MRI mode, however, the patient had not charged up the implantable neurostimulator (ins). With instruction the patient connected to their implant and started a recharge session with ins battery currently at 10%. MRI information was reviewed and lead serial number was provided to MRI tech who was then transferred to technical services to review guidelines and information on MRI compatibility.